Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample. A needleless injection cap was attached to the luer adapter and the safety mechanism was engaged. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, it appeared that an additional unidentified factor(s) may have contributed. The supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "patient was running a prbc transfusion. When patient was 130ml into 180ml transfusion patient's mom called us in because blood was leaking all over patient. We stopped the infusion and clamped the line. After I cleaned off the patient and line, I flushed with ns to identify source of leak. Blood squirted out of line, roughly 1/2" above the clave. We quickly de-accessed and re-accessed using a 20g 3/4" (which had been used previously). Patient's port was placed on 8/10 so this was his first access. Reinforced dressing with additional mepore (skin sensitivity) and used line guard."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "patient was running a prbc transfusion. When patient was 130ml into 180ml transfusion patient's mom called us in because blood was leaking all over patient. We stopped the infusion and clamped the line. After I cleaned off the patient and line, I flushed with ns to identify source of leak. Blood squirted out of line, roughly 1/2" above the clave. We quickly de-accessed and re-accessed using a 20g 3/4" (which had been used previously). Patient's port was placed on 8/10 so this was his first access. Reinforced dressing with additional mepore (skin sensitivity) and used line guard."